Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu energized and cauterized and all ports recognized instruments. There were no significant scratches or dents. The front bezel is in decent condition.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vision system (vs) monopolar energy was not working. When monopolar energy is activated, audible tone sounds and border highlights, but no energy at instrument jaws. Site tried two different instruments and two different instrument cords before calling and tried both top and bottom monopolar ports and cycled the erbe generator power before calling. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.